Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an initial implant procedure. During procedure, it was noted that the helix failed to extend, and the right ventricular lead exhibited poor sensing measurements. The right ventricular lead was tried to be repositioned but was unsuccessful even after several attempts. When repositioning was unsuccessful the lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.